Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open ventral hernia procedure, both staplers fired and dropped staples out of the end of the load after firing. Staples fell into the abdominal cavity and were retrieved. A new stapler was opened to complete the case. There was no patient injury.